Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in the emergency room with device in backup vvi reset mode. A device download was performed successfully, and the device was restored.